Event description:
The event is reported as: complaint description: some of the clips broke while clipping a vessel and some clips broke during loading the clip. The broken pieces which fell into the pt's body were retrieved. Another clip from another lot was used to continue the procedure. The event caused no harm to the pt. No adverse event occurred. The pt was not injured and therefore no medical intervention was required. Pt current condition is fine.

Manufacturer narrative:
A device history record (DHR) review did not show any issues related to this complaint.